Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip separation occurred. A direxion hi-flo infusion catheter was prepped before the procedure however, it was noticed that the tip became separated from the catheter. Another direxion hi-flo infusion catheter was used to complete the procedure. No patient complications were reported.